Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer expressed concern about having at least 50 units in the cartridge after priming due to the customer believing that sufficent insulin would be in the vial, however the insulin may not be enough. There was no reported impact to the customer's blood glucose level.